Manufacturer narrative:
Health effect impact code: f2303. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® volbella¿ xc. The patient experienced an ¿infection from a nodule. Additionally, the healthcare professional reported that a patient was injected in the infraorbital hollows with juvéderm® volbella¿ xc. The patient experienced ¿swelling and redness¿ the next day which persisted and went to the emergency room where they received doxycycline. After 2-3 days without improvement, the patient went back and was switched to amoxicillin. The patient did not finish the initial course of amoxicillin due to ¿stomach issues.¿ the healthcare professional then saw the patient and observed a ¿large, hard abscess¿ via palpation and ultrasound. An I&d was performed and the patient was started back on amoxicillin for 14 days. The filler was also dissolved with 4 vials of hylenex. Three days later, the patient returned to have more filler dissolved. The nodule decreased significantly second to last day of amoxicillin treatment, but the patient was still experiencing a significant amount of swelling and redness. That day, the patient was started on 50 mg of prednisone for 7 days and minocycline. The healthcare professional is considering intralesional steroid and/or 5fu if swelling persists. The event is ongoing.